Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube and broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place.

Event description:
The customer reported via phone call that there was chip on the rim of the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir stayed in the reservoir compartment while in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.